Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
As per the information reported by the customer issue was resolved. Hence as per the reportability decision tool the case was not reportable and not required for reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported pump was not connecting to the minimed mobile application. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.